Event description:
Caller reported alarm 01, indicating a potential issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read "high" on the cgm. The customer was able to resolve the situation by loading a new cartridge and successfully resumed insulin use. No original cartridge was available for return, and the case was closed.